Event description:
It was reported that the during the implant procedure, it was difficult to insert the lead into the device header. The device was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header. The connector dimensions were found out of specification.